Manufacturer narrative:
As reported, during closure with a 6f/7f mynxgrip vascular closure device (vcd) immediate bleeding occurred. The customer reported that the sealant did not deploy because the white tamping tube was either stuck or not exposed after shuttling down. Manual compression was applied, achieving hemostasis, and no patient issues were reported. The procedure was a peripheral intervention case. A non-cordis sheath was used. The deployer was mynx certified. The device was used in the common femoral artery (cfa), and femoral vessel suitability was verified using both angiography and ultrasound, including confirmation of the insertion angle (30¿45 degrees). The vessel type was arterial with a diameter greater than 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium at the puncture site. Anticoagulants or thrombolytics were not used during the procedure. It was reported that the user did shuttle down completely. One non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant and advancer tube were found in their manufactured positions. The sealant sleeve was observed fully retracted, while the balloon showed no abnormal condition to be reported. Additionally, a swelled sealant with evidence of blood exposure was observed during this visual analysis. A functional evaluation was performed, including both an inflation/deflation test and a simulated deployment attempt. The inflation/deflation test was executed successfully, with the balloon inflating and deflating as expected and showing no issues related to the reported event. However, the deployment simulation could not be performed per the device¿s instructions for use (IFU), as the swelled sealant and advancer tube were bonded to the shuttle and catheter surfaces, preventing advancement through the deployment mechanism. The presence of dried blood was confirmed through a peroxide reaction, consistent with hemoglobin exposure. The reported event of ¿sealant-failure to deploy-advancer tube¿ was observed through analysis of the returned device since the sealant/advancer tube could not be deployed as the swelled sealant was bonded to the shuttle. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy event experienced by the customer since the sealant and advancer tube could not be deployed during functional analysis on the returned unit, likely due to the dried blood causing a bond to the shuttle and advancer tube. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle (even though it was reported that the user shuttled down completely). According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during closure with a 6/7f mynxgrip vascular closure device (vcd) immediate bleeding occurred. The customer reported that the sealant did not deploy because the white tamping tube was either stuck or not exposed after shuttling down. Manual compression was applied, achieving hemostasis, and no patient issues were reported. The procedure was a peripheral intervention case. A non-cordis sheath was used. The deployer was mynx certified. The device was used in the common femoral artery (cfa), and femoral vessel suitability was verified using both angiography and ultrasound, including confirmation of the insertion angle (30¿45 degrees). The vessel type was arterial with a diameter greater than 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease or calcium at the puncture site. Anticoagulants or thrombolytics were not used during the procedure. It was reported that the user did shuttle down completely. The device will be returned for evaluation.